Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 73-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, there was pink-tinged urine after the impella was placed. Plan to wean down vasopressor support and reduce p-level. While the patient was in the intensive care unit (ICU), there was a concern for hemolysis with the lactate dehydrogenase (ldh) in the 2,000's and the plasma free hemoglobin in the 200's. Patient continues with pinkish urine. In addition, the patient was experiencing intermittent ventricular tachycardia (vt). A decision was made to remove the impella. After removal, the patient went into vt requiring cardiopulmonary resuscitation (CPR) and multiple shocks for about 15 minutes until return of spontaneous circulation (rosc) was achieved. The post-procedure outcome is survived at explant. While on support, the device functioned at p-6 at 2.9l/min as intended. Hemolysis can be attributed to potential malposition of the device. Arrythmias can be attributed to the patient's underlying cardiogenic shock, the use of a mechanical circulatory support device, and/or improper device position.